Manufacturer narrative:
Customer service stated that the customer will not be returning the alleged complaint unit because they disposed of it. It is not possible to verify an assignable cause for the product failure without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for lot 17613-08 was reviewed. The units met mfg specifications and there were no issues related to the complaint. (B)(4).

Event description:
Failed prime.